Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that during a post-implant one-week follow-up visit the subject device measured high ventricular impedance (>3000ohms). A re-intervention was performed and blood ingression was observed within each of the lead connection ports. Another pacemaker was subsequently implanted.

Event description:
The physician reported that during a post-implant one-week follow-up visit the subject device measured high ventricular impedance (>3000ohms). A re-intervention was performed and blood ingression was observed within each of the lead connection ports. Another pacemaker was subsequently implanted.

Manufacturer narrative:
Preliminary analysis of the returned device verified proper function.

Event description:
The physician reported that during a post-implant one-week follow-up visit the subject device measured high ventricular impedance (>3000ohms). A re-intervention was performed and blood ingression was observed within each of the lead connection ports. Another pacemaker was subsequently implanted.